Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e311 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, a CAPA has been initiated for the investigation of the cause of drive tube leak/break associated complaints. This assessment is based on information available at the time of the investigation. The analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a drive tube leak/break and subsequent blood leak after 150ml of whole blood processed. The customer stated that an alarm #7: blood leak (centrifuge chamber) alarm occurred. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition and no medical intervention was required. Photos were submitted for investigation.

Manufacturer narrative:
Photos were submitted for analysis. A review of the photos confirmed the drive tube break and subsequent leak. However, the root cause for the drive tube break could not be determined based on the photos as no manufacturing defect was confirmed. A review of the device history record found no related nonconformances. (B)(4). Device not returned to manufacturer.